Event description:
It was reported that the user experienced an insulin delivery occlusion on the ilet with a contact detach infusion set following a fall, observed in the device notifications, and insulin delivery resumed after a guided supply change. No reported injury or clinical effects. Outcomes included restoration of insulin delivery after troubleshooting and education. Investigation included customer interview, device-use review, and guided troubleshooting. Investigation of this case revealed an occlusion that resolved after replacement of disposable components. It was concluded that the event was consistent with an infusion set occlusion, and the device functioned as designed after the supply change.